Event description:
New information received notes that the patient was seen in clinic and the issue was resolved by simple interrogation, which indicated that it was a telemetry lockout. No patient consequences provided.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was seen in clinic and the issue was addressed without further information provided. There were no patient consequences reported.